Event description:
The reporter stated that spouse did meter to lab comparison tests, about an hour apart. Both tests were done in a fasting state. The results were 180 mg/dl on user's meter, and the lab test was 232 mg/dl. Reporter said that spouse had been experiencing dizziness. A control test was not done during troubleshooting due to lack of supplies; on followup, a control test was in range. The lifesscan representative reviewed qc procedures with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8